Manufacturer narrative:
Manufacturer attempted to follow up with the site but informed that no further information will be provided. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Based on the information available, patient was going under dialysis treatment. As such, patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval valve.

Event description:
Manufacturer was informed about a patient that underwent a valve in valve reintervention. A perceval valve that was implanted 3 years ago developed svd. In (B)(6)2025, the device was replaced with evolut valve through a valve-in-valve procedure under ECMO. Reportedly, patient was undergoing dialysis treatment. Manufacturer was informed that no further information will be provided.